Event description:
It was reported to boston scientific corporation that a jinro pigtail was used during a nephrostomy procedure on (B)(6) 2014. According to the complainant, during unpacking, a visible tear was noticed on the product¿s packaging. The procedure was completed with another of the same device. The condition of the patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
A visual inspection was performed. The package was inspected and it was found broken. All the seals were inspected and the package returned has evidence that the seal process was performed. Therefore, taking into consideration these factors, a definitive root cause or probable root cause will be documented as ¿handling damage.¿ a device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.

Event description:
It was reported to boston scientific corporation that a jinro pigtail was used during a nephrostomy procedure on (B)(6) 2014. According to the complainant, during unpacking, a visible tear was noticed on the product's packaging. The procedure was completed with another of the same device. The condition of the patient was reported to be stable at the conclusion of the procedure.